Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cassette sensor was defective. There was no reported patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was detached. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed ''high alarm displayed: cassette locked but not latched'." Functional testing revealed the latch lock mechanism was also defective. The latch lock and dso seal were replaced to address these issues.